Event description:
It was reported to the manufacturer by the end user, per the end user, "resident went to fully turn on her mattress which did have bolsters but one of the bolsters seemed to be partially deflated." The resident was found on the floor. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.